Event description:
A customer contacted beckman coulter inc. (Bci) in regards to unknown fluid leaking on the floor from the hydro area of synchron cx9 alx clinical system. The customer was not harmed by exposure to leakage and no fume was produced.

Manufacturer narrative:
A bci customer technical support (cts) recommended the use of personal protective equipment before troubleshooting. The cts had he customer stop the system and place paper towels on the floor. The cts also had the customer advise staff to avoid contact with fluid. The customer was unable to locate the source of leaks, and a service call was set up. A bci field service engineer (fse) visited the site on (B)(4) 2010. The fse replaced defective valve and leaking 25psi regulator, and verified proper draining. The system is now operating acceptably.